Event description:
During a thrombectomy procedure, two retrievers were used in the occluded basilar artery. It was reported that during procedure, extravasation of media developed into a subarachnoid hemorrhage (sah). Approximately, two hours post procedure, the patient's sah did not improve and the patient died. The physician indicated that the cause of the sah was due to the vessel being pulled together upon withdrawal of the retrievers and that the patient death is related to the sah. No additional information is available.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event. Subject device is not available.